Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented for a routine device check, it was suspected the lead was dislodged. Troubleshooting noted multiple nonsustained right ventricular oversensing episodes and episodes of noise reversion. The patient had received inappropriate antitachycardia pacing therapy when the device was charging. Declined sensing amplitude, increased capture threshold, and declined pacing lead impedance were also observed. The patient presented to the emergency room for chest pain and difficulty breathing. X-rays discovered a small pericardial effusion due to dislodgement. Lead repositioning was completed. All electrical measurements were normal. The patient condition is stable.